Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes') and cardiac flutter ('blood or heart disorder/condition type: heart fluttering'). In a 40-year-old female patient who had essure (batch no. D14833), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: hypertension nos, vaginitis, vulval itching, burning sensation, vaginal discharge, vaginal pain, neck mass, vulvovaginal candidiasis and distorted vision. Concurrent conditions included: blood pressure high, throbbing pain, nausea, vomiting, head injury, ptosis, stress, difficulty sleeping, pap smear abnormal, left lower quadrant pain, constipation, irregular menstruation and swollen glands. Concomitant products included: acetylsalicylic acid;butalbital; caffeine (fiorinal), amlodipine besilate (amlodipine besylate), amlodipine since 2017, macrogol 3350 (miralax), magnesium, sumatriptan (imitrex) from 2016 to 2017 and topiramate from 2016 to 2017. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced cardiac flutter (seriousness criterion medically significant), pelvic pain ("pelvic pain/left side pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding(menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"). And mood swings ("hormonal changes describe: mood swings"). On (B)(6) 2017, the patient experienced migraine ("migraines"), (B)(6) year (B)(6) months after insertion of essure. In 2017, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), bladder disorder ("bladder probs"), fatigue ("fatigue"), headache ("headaches"), nausea ("nausea") and nervous system disorder ("nuero condit/prob"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, cardiac flutter, pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, anxiety, depression, migraine, abdominal distension, mood swings, bladder disorder, fatigue, headache, nausea and nervous system disorder outcome was unknown. The reporter considered abdominal distension, anxiety, bladder disorder, cardiac flutter, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, heavy menstrual bleeding, migraine, mood swings, nausea, nervous system disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: previously reported, essure insertion date: (B)(6) 2016. Discrepancy noted, for lab data previously reported: i.e hysterosalpingogram, but now it has been reported, as plaintiff did not undergo an essure confirmation test. Coils noted at right side and 8 coils noted at left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2016, results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: migraines, headaches. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received: lot number added, reporter and rcc note added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes') and cardiac flutter ('blood or heart disorder/condition type: heart fluttering') in a 40-year-old female patient who had essure (batch no. D14833) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension nos, vaginitis, vulval itching, burning sensation, vaginal discharge, vaginal pain, neck mass, vulvovaginal candidiasis and distorted vision. Concurrent conditions included blood pressure high, throbbing pain, nausea, vomiting, head injury, ptosis, stress, difficulty sleeping, pap smear abnormal, left lower quadrant pain, constipation, irregular menstruation and swollen glands. Concomitant products included amlodipine besilate (amlodipine besylate), amlodipine since 2017, macrogol 3350 (miralax), magnesium, sumatriptan (imitrex) from 2016 to 2017 and topiramate from 2016 to 2017. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced cardiac flutter (seriousness criterion medically significant), pelvic pain ("pelvic pain/left side pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding(menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating.") And mood swings ("hormonal changes describe: mood swings"). On (B)(6) 2017, the patient experienced migraine ("migraines"), 1 year 2 months after insertion of essure. In 2017, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition:depression"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), bladder disorder ("bladder probs"), fatigue ("fatigue"), headache ("headaches"), nausea ("nausea") and nervous system disorder ("nuero condit/prob"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, cardiac flutter, pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, anxiety, depression, migraine, abdominal distension, mood swings, bladder disorder, fatigue, headache, nausea and nervous system disorder outcome was unknown. The reporter considered abdominal distension, anxiety, bladder disorder, cardiac flutter, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, heavy menstrual bleeding, migraine, mood swings, nausea, nervous system disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: previously reported essure insertion date : (B)(6) 2016,(B)(6) 2016, (B)(6) 2016. Discrepancy noted for lab data previously reported i.e hysterosalpingogram but now it has been reported as plaintiff did not undergo an essure confirmation test. Coils noted at right side and 8 coils noted at left side. Concomitant drug: fiorinal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: migraines, headaches lot number: d14833 manufacture date: 2014-10, expiration date: 2017-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes') and cardiac flutter ('blood or heart disorder/condition type: heart fluttering') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension nos, vaginitis, vulval itching, burning sensation, vaginal discharge, vaginal pain, neck mass, vulvovaginal candidiasis and distorted vision. Concurrent conditions included blood pressure high, throbbing pain, nausea, vomiting, head injury, ptosis, stress, difficulty sleeping, pap smear abnormal, left lower quadrant pain, constipation, irregular menstruation and swollen glands. Concomitant products included acetylsalicylic acid;butalbital;caffeine;phenacetin (fiorinal), amlodipine besilate (amlodipine besylate), amlodipine since 2017, macrogol 3350 (miralax), magnesium, sumatriptan (imitrex) from 2016 to 2017 and topiramate from 2016 to 2017. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced cardiac flutter (seriousness criterion medically significant), pelvic pain ("pelvic pain/left side pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating.") And mood swings ("hormonal changes describe: mood swings"). On (B)(6) 2017, the patient experienced migraine ("migraines"), 1 year 2 months after insertion of essure. In 2017, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition:depression"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), bladder disorder ("bladder probs"), fatigue ("fatigue"), headache ("headaches"), nausea ("nausea") and nervous system disorder ("neuro condit/prob"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, cardiac flutter, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, anxiety, depression, migraine, abdominal distension, mood swings, bladder disorder, fatigue, headache, nausea and nervous system disorder outcome was unknown. The reporter considered abdominal distension, anxiety, bladder disorder, cardiac flutter, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, mood swings, nausea, nervous system disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: previously reported essure insertion date : (B)(6) 2016 discrepancy noted for lab data previously reported i.e hysterosalpingogram but now it has been reported as plaintiff did not undergo an essure confirmation test.~~ diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: migraines, headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : following events were added : perforation fallopian tubes, fatigue, bladder probs, headaches, nausea, neuro condit/prob. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.